Event description:
It was reported that the right atrial (ra) lead triggered a warning for high threshold. Atrial capture management was reprogrammed. The lead remains in use with continued physician monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: addr01 implantable pulse generator 2007-(B)(6), 5076-52 implantable pacing lead 2007-(B)(6), 305c25 tissue valve 2005-(B)(6), (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.